Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes was observed during an in-clinic device check. Upon further review, myopotential oversensing was noted. Patient was asymptomatic. Programming changes were discussed and will potentially be made at next follow-up visit.